Event description:
Ous MDR - it was reported that the shock impedance on the lead was over 150 ohms. The patient was called for a follow-up and the impendace measurements were alright. Artifacts were observed in ff. It was decided to replace the lead. The ICD was exchanged, because the physician could not unscrew the lead from the header. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The device was implanted for 3 months and 3 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. Especially, the df-1 connector screw, belonging to the shock coil, showed a clear screw mark. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. The analysis of the available iegm's showed small sensing signals in the right ventricular channel. Furthermore the inspection revealed a shock impedance of "< 150 ohm" on (B)(6) 2014 and (B)(6) 2013, confirming the clinical observation mentioned in the complaint description. Therefore, the impedance measurement functions of the device were tested under in vivo conditions using different shock path configurations. However, the impedance measurement functions proved to be flawless. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In particular, the specified energy level was reached and the shock-impedance was as expected. The analysis did not reveal any sign of a material or manufacturing problem. All parameters of lead and ICD were normal and as expected. There was no indication of a system malfunction.

Manufacturer narrative:
On 9/11/2014, an updated analysis was provided to us. Upon receipt, the ICD was interrogated, revealing the battery status bos. The device was implanted for 3 months and 3 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. Especially, the df-1 connector screw, belonging to the shock coil, showed a clear screw mark. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. The analysis of the available iegm's showed only intrinsic signals in the right ventricular channel. Further inspection revealed a shock impedance of "> 150 ohm" on 27. Feb. 2014 and 28. Feb. 2014, confirming the clinical observation. Therefore, the impedance measurement functions of the device were tested under in vivo conditions using different shock path configurations. However, the impedance measurement functions proved to be flawless. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In particular, the specified energy level was reached and the shock-impedance was as expected.